Event description:
It was reported to boston scientific corporation that an ultraflex covered ng esophageal stent was used during an esophagogastroduodenoscopy (edg) with stent placement procedure. According to the complainant, during the procedure, the pull string to deploy the stent broke. The procedure was completed with another manufacturer's device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).